Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Bd quality advocate,this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description:8300 sn:(B)(4) customer stated that the pm freezes when running the pm.failure device type: failure problem type: failure mode: case resolution: I had the customer to re run the pm. And once the pm reached the o2 sensory accuracy the alaris system maintenance freezes. I asked the cusotmer was this happening on just this unit. The customer replied no, that they have tried different 8300 and the pm still freezes. I explain to the customer that he may need to uninstall and reinstall the customer stated that this is happening on not just this computer but, on all of there computers. I also had the customer to get another 8015 and connect it up and the same thing happen. It get to the 02 sensor and freezes up. I explain to the customer that he may need to uninstall to reinstall. The customer was upset and said that he going to do one to see if it fix the problem. He stated that if not he will be call back. Ref: (B)(4).